Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-06928. It was reported that the patient presented in clinic after the patient's implantable cardioverter defibrillator, along with right ventricular lead, eroded out of the pocket and were visible outside the body. It was also found that the pocket was infected. Both devices were explanted. The patient was recovering.

Manufacturer narrative:
Analysis was normal. No anomalies were found.